Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that main coil was stretched and subsequently broken (along with the suture) due to some procedural/anatomical factors encountered during use. In addition, the coil delivery wire and the proximal contact were found to be kinked and it¿s likely due to handling. A functional test could not be performed due to the condition of the returned device. Based on the review of the information indicated that the device was confirmed to be in good condition prior to use and there is no indication of a use error. As the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited. An assignable cause of operational context has been assigned to the reported event.

Event description:
During the analysis of the returned product, it was revealed that the main coil was broken. No clinical consequences reported to the patient.